Manufacturer narrative:
The insulin pump was received with a cracked end cap. No alarm noted. The insulin pump was received with a protruded/loose drive support disk.

Event description:
The customer reported an alarm during normal use. Advised the customer that the insulin pump would be replaced. Nothing further was reported.